Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected absence of insulin flow blocked alarm anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was absence of no delivery alarm. The customer's blood glucose level was 112 mg/dl. The insulin pump will not be returned for analysis.